Event description:
The customer obtained erroneous elevated, reproducible accutni result above the acute myocardial infraction (ami) cutoff of the assay on several samples for one patient on the access 2 analyzer. The sample was reported out of the laboratory and questioned by the physician who had the patient redrawn. Since the results did not match the clinical picture of the patient, the physician had the samples sent to a reference lab. In addition, the customer sent the samples to a neighboring lab to run the sample on their access platform. The neighboring laboratory results were comparable to the customer's laboratory results. The patient had a cardiac CT performed, however, the date was not provided. The cardiac CT did not indicate any issues. Beckman coulter inc customer technical support (cpls) requested the sample to be submitted for inference testing. On (B)(4) 2012, the customer submitted samples to customer product line support for interference testing. Sample collection or preparation information was not provided. The qc passed within the customer's established limits at the time of the event. On (B)(4) 2012, system check was run and passed all parameters within specifications.

Event description:
.

Manufacturer narrative:
There is no product problem. The root cause of the event was due to patient source interferent as confirmed by beckman coulter, inc. Customer product line support (cpls) testing results. The interference likely relates to alkaline phosphatase, an interfering compound, which causes reproducible false positive result. Per bec instruction for use, for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. Other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Carefully evaluate the results of patients suspected of having these types of interferences.

Manufacturer narrative:
Cpls received three samples from the same patient. Interference testing was conducted on all samples. Initial testing, neat, did reproduce the customer's initial elevated results, approx 3.00 ng/ml. Addition of a mixture of interference-eliminating proteins to the samples produced a marked reduction in the accutni dose recovery, indicating the presence of a patient-source interferent. Service was not dispatched. Customer is not questioning any other patient samples or assays. System performance was not in question. Root cause for some of the erroneous results was a patient source interferent.